Event description:
Contacted in 2005 by mother of pt using a custom 3.5 ped bivona flextend tts trach the trach had split and the coil in the flextrend had worked it's way out, as a result the pt was injured. The metal coil cut into the flesh causing bleeding.